Event description:
Irn# (B)(4). Incident occurred in germany: the catheter was placed and lay very well. It did its job. (Shoulder prosthesis operation). The catheter was removed after 5 days. The catheter could be pulled out without resistance (as smooth as butter). During the check-up it was noticed that approx. 2 cm of the catheter was missing. It was decided to leave the rest in the body for the time being.

Manufacturer narrative:
(B)(4). Complaint took place in germany. This incident did not take place in the USA, but as co-reported. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.